Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device breakage ("the coils had been broken"), abortion spontaneous ("pregnancy (stillbirth/miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth/miscarriage)") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarriage)" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 1. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, fatigue ("fatigue") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy/to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, allergy to metals, fatigue, back pain and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter, patient demographic information, historical condition and product lot number were added. New events: vaginal haemorrhage, menorrhagia, alopecia, allergy to metals, pregnant with essure micro-insert, abortion spontaneous, weight increased, pelvic pain, dysmenorrhoea, device breakage, device monitoring procedure not performed. She underwent a hysterectomy with bilateral salpingectomy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device breakage ("the coils had been broken"), abortion spontaneous ("pregnancy (stillbirth/miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth/miscarriage)") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarriage)" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 1. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, fatigue ("fatigue") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy/to remove the essure implant) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, allergy to metals, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received: updated outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device breakage ('the coils had been broken'), abortion spontaneous ('pregnancy (stillbirth/miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth/miscarriage)') in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "pregnancy (stillbirth/miscarriage)". The patient's medical history included gravida ii and parity 1. Concurrent conditions included hypertensive and non-alcoholic fatty liver. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient was found to have weight increased ("weight gain"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("lower back pain"), allergy to metals ("nickel allergy") with rash, fatigue ("fatigue"), initial insomnia ("couldn't fall asleep"), mood swings ("mood swings"), hepatic steatosis ("fatty liver,fatty liver disease"), liver disorder ("liver issues"), renal disorder ("kidney issues"), hepatomegaly ("my liver is the size of a football") and bladder disorder ("bladder issues") and was found to have cervix carcinoma ("cervix cancer"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, allergy to metals, fatigue, weight increased, initial insomnia, mood swings, cervix carcinoma, hepatic steatosis, liver disorder, renal disorder, hepatomegaly and bladder disorder outcome was unknown and the back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and alopecia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, cervix carcinoma, device breakage, dysmenorrhoea, fatigue, hepatic steatosis, hepatomegaly, initial insomnia, liver disorder, menorrhagia, mood swings, pregnancy with contraceptive device, renal disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were two coils left in the endometrial cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pain in pelvis, dysmenorrhea, menorrhagia, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received : following events were added - mood swings, cervix cancer, fatty liver, liver issues, kidney issues, my liver is the size of a football, bladder issues, couldn't fall asleep. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device breakage ("the coils had been broken"), abortion spontaneous ("pregnancy (stillbirth/miscarriage)") and pregnancy with contraceptive device ("pregnancy (stillbirth/miscarriage)") in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarriage)" and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 1. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash, fatigue ("fatigue") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy/to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, allergy to metals, fatigue, back pain and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and alopecia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and back pain ("lower back pain/pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, fatigue and back pain outcome was unknown. The reporter considered back pain, fatigue and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.